Event description:
The customer reported that the system displayed a communication failure error message. This error message will likely result in a system lock up, no boot, or shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface board and cmos battery were replaced, and the system software was reloaded. Additionally, all electronics bay circuit boards were reseated. The system was then found to be operating as intended.